Event description:
Reporter stated that patient obtained blood glucose results of 31.7 mmol/l and 8.2 mmol/l, within 1 minute, on the aviva nano system. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.